Event description:
There is a black or purple colored fleck floating in the product within syringe. The product was not used during the surgery. The pt was present, a second coseal kit was used to complete surgery, and surgery was successful.

Manufacturer narrative:
Baxter medical director assessment: the fleck in the syringe is basically sterilized (aseptic), thus the contamination potential is "neglectable." If the incident were to recur, and the particle would be extruded unobserved into the surgical field the potential worst case scenario would be a foreign body reaction to the particle. Md, october 23, 2005. Complaint investigation: the complaint is currently being investigated and a final report will be submitted when the activities have been completed.